Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device nozzle clogged with foreign material. The air/water (a/w) channel noted clogged (air/water function failed, water contact/water removal failed). Service repair noted the problem detected noted to be attributed to use, handling issue. Furthermore, the following defects were identified during device inspection: insertion part - distal end - light rod lens (1x) - chipped. Passed, but repair is recommended. Insertion part - (camera) ccd-unit/ccd cover lens chipped. Passed, but repair is recommended. Distal end cap - sharp edge noted. C-cover chipped noted. Insertion part - connecting tube/passive bending - noted scratch pocket/pouch. Universal cord noted scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "reports error with channel 5 and blocked." The issue found during reprocessing. There is no patient involvement on this reported issue. No harm reported, no patient injury reported. Device evaluation found the device nozzle clogged with a foreign material. This report is being submitted for nozzle clogged with a foreign material found on device evaluation (problems related to reprocessing, insufficient reprocessing issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, a the material remaining in the nozzle could not be further identified. There was no information obtained that would suggest obvious misuse - therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.